Event description:
Reporter alleged the lot number on the test strip container used with the blood glucose monitoring system is different than the number on the test strip vial. Reporter stated when buying a new box of test strips, the lot number difference was noticed. Reporter indicated no actions were taken and no treatment was received as a result of the alleged report. A request was made for the return of the suspect device and replacement product was sent.